Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record and lot level similar incident review for this product was not performed because the lot number was not reported and the product was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The hi-torque bmw universal guide wire referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a calcified and mildly tortuous left anterior descending artery (lad). A 3.0x18 xience skypoint stent delivery system (sds) was advanced to the lesion over a balance middleweight (bmw) universal guide wire (gw). The stent was deployed successfully in a bent section of the lad. There was resistance during retraction of the gw and the gw was trapped under the stent struts. The gw was finally removed (simply withdrawn), and the gw was noted extremely elongated and deformed but still intact. The stent was explanted and tangled up. A new whisper guide wire and an nc trek were used to successfully complete the procedure and another same size xience skypoint was implanted to treat the target lesion. There were no reported adverse patient effects and there was no reported clinically significant delay. No additional information regarding this issue was provided.